Event description:
Customer reported (B)(6) male ICU patient had ij central line catheter inserted on (B)(6), 2014. Catheter was sutured in place. Reported 1658 tegaderm chg dressing was placed over catheter site. Stated dressing removed on (B)(6), 2014. Alleged red skin and green pus occurred under gel portion of dressing. Reported catheter was removed and a new ij catheter was inserted on the other side. Reported no cultures taken. Reported patient had history of skin rashes and fragile skin. Reported area healed with 24 hours.

Manufacturer narrative:
Conclusions - (B)(4). The 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product.